Manufacturer narrative:
Investigation: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needles dull and needle separates due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needles dull and needle separates due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced cannula breaking off during use. The following information was provided by the initial reporter: material no. 328438 batch no. Unknown. Verbatim: distributor employee was calling to report a complaint on behalf of her customer from user facility. Her customer reported that the needles were dull, the "needles were not attached", and they have to "force the needle into the customer's skin". Product # 328438, lot # unknown, multiple unknown incident dates, qty of 3 or more.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6).  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 0.3 ml 31g 8 mm whole unit 10bg 500 experienced cannula breaking off during use. The following information was provided by the initial reporter: material no. 328438, batch no. Unknown. Verbatim: distributor employee was calling to report a complaint on behalf of her customer from user facility. Her customer reported that the needles were dull, the "needles were not attached", and they have to "force the needle into the customer's skin". Product # 328438, lot # unknown, multiple unknown incident dates, qty of 3 or more.